Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During interrogation, it was noted that there was overestimation of battery longevity on the pacemaker. No programming changes were made. The patient will be monitored going forward.. There were no adverse consequences to the patient.